Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The right plunger case was cracked. An error code was found in the event history log (ehl). After the power up and audio test was performed, the customer reported issue of primary audible alarm post error at power up was not duplicated, and all readings of the speaker were within required specifications. The root cause of the reported issue is unknown as no problem was found. No repair was needed since no problem was found. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: updates not required. Device available for evaluation: updated. Additional information received and attached on (B)(6) 2022 via email: no patient involvement and no injury: additional information completed, info updated. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.